Event description:
This study analyzes data from the extracorporeal life support organization (elso) registry, focusing on ECMO (extracorporeal membrane oxygenation) runs initiated for respiratory support. The registry contains data voluntarily submitted by participating centers and retrospectively collected from patient medical records between january 1, 2018, and april 15, 2025. The goal of the analysis was to evaluate ECMO runs using different cannula types, stratified by patient age and catheter configuration. The study population included patients who underwent a single ECMO run that lasted at least one hour, included a recorded cannula ID, and was initiated specifically for respiratory support. Patients were categorized by age at the start of ECMO into three groups: adult (older than 18 years), pediatric (29 days to 18 years), and neonatal (28 days or younger). This event was created to report results specific to the adult population. The pediatric and neonatal groups were analyzed in separate events. The following medtronic devices were used: crescent jugular dual-lumen catheter and crescent ra jugular dual-lumen catheter (pediatric). Among adults, there were 3,097 eligible runs using the crescent jugular dual-lumen catheter and 5 eligible runs using the crescent ra jugular dual-lumen catheter (pediatric). For the crescent jugular dual-lumen catheter, the following complications were reported during ECMO: air in circuit, cannula problem s, emboli (clots or air), circuit change, thrombosis/clots in circuit component, cannulation site bleeding, and positive culture pre- and on-extracorporeal life-support (ecls). For the crescent ra jugular dual-lumen catheter (pediatric) in adult patients, it was observed positive culture on-ecls. No deaths and no additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
B3: earliest date of publication used for date of event. Continuation of d10: product ID 70413 (unknown serial/lot); product type: 0183-cannula; implant date n/a; explant date n/a. G2: citation: author: philip s. Boonstra literature reference: the literature article has not been released to the public; therefore, it has not been attached to this report. However, we are providing the publisher¿s website: https://www.elso.org/ no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.